Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect. The patient programmer displayed a power on reset warning and the "call your doctor" screen and code:_1. The patient cleared the messages by himself and regained stimulation. When the implantable neurostimulator was interrogated by the field representative the next day there was no power on reset message. The device was reprogrammed and the patient had good stimulation therapy afterward. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.